Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had underwent a subchondroplasty procedure on an unknown date. Subsequently, the patient was revised to a tka system due to unknown reasons. Attempts have been made and no further information has been provided.

Event description:
Revision of subchondroplasty to tka.

Manufacturer narrative:
This complaint has been deemed a duplicate of record (B)(4) in the quality system. Future reports and the event investigation will be submitted under the MFR report number 3008812173-2019-00027.